Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leakage. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the inlet tube and both exhaust tubes of the pump. Partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. This is not a site of leakage. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. . The information received indicated the device had a tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.